Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer received the tubing clamp and calling to perform a high pressure test. The customer is able to perform high pressure test at this time. The customer was assisted with performing the high pressure test and the results is no delivery. Customer was advice to change entire set, reservoir and insulin and treat. The high pressure test was passed and advised that her devise is working as designed.